Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "very dark and blurry" was confirmed. According to henke: scope evaluated as a level 3. Bent needle, dent, distal tip and fiber damaged, fiber sunk in and broken lenses in system. Probable root cause for this failure is: the complaint for ¿very dark and blurry¿ has been confirmed and is due to customer used and handling. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image during procedure.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.